Event description:
Allegedly removed during the revision of another component. Left hip.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event code as 1043534-2012-01137, 01138, 001139. This event occurred in (B)(6).